Manufacturer narrative:
A single definitive part was not determined to be the likely cause of the elevated result. Therefore, serial number (B)(6) was considered to be the likely cause. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(6).

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. The following results were provided: sid (B)(6) ((B)(6) 2023 at 11pm) = <0.010 2nd sample: sid (B)(6) ((B)(6) 2023 at 3am) = 0.244, sample repeated on same instrument = 0.025 3rd sample: sid (B)(6) = ((B)(6) 2023 at 4:46am) = 0.005 (normal range=<0.028) no impact to patient management was reported.